Event description:
A customer obtained unexpected vitros phbr quality control results on a vitros 5,1 fs chemistry system. Higher than expected vitros phbr results of 70.07, 71.35, 69.81, 69.82, 69.71, 71.73, 70.25, and 70.29 ng/ml were obtained from the vitros tdm pv iii control fluid versus the expected value of 58.08 ng/ml. On a later date, lower than expected vitros phbr results of 19.70 and 20.17 ng/ml were obtained from the vitros tdm pv ii control fluid versus the expected value of 26.84 ng/ml and lower than expected vitros phbr results of 43.82 and 45.75 ng/ml were obtained from the vitros tdm pv iii control fluid versus the expected value of 58.08 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros phbr while quality control results were out of range. There was no report of patient harm as a result of this event.this report is number three of twelve MDR¿s for this event. Twelve 3500a forms are being submitted for this event as twelve devices were involved.this report corresponds to ortho clinical diagnostics inc. Complaint number 1402759/ivd 270444.

Manufacturer narrative:
The investigation determined that unexpected vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. The higher than expected vitros phbr quality control results were associated with an atypical calibration curve, the cause of which is unknown. Following recalibration, imprecise within-lab vitros phbr quality control performance has been observed. In particular, the lower than expected vitros phbr quality control results were obtained on a single date, with no clear resolution yet achieved. Results of precision testing demonstrated that the vitros 5,1 fs chemistry system was performing as expected at the time of the event. The customer has been sent an alternate lot of vitros phbr to run for comparison, and the investigation is ongoing. The investigation to date has not identified a definitive root cause. However, the most likely cause of this event is a reagent issue related to vitros phbr lot 2539-0062-2262. Additional investigation by ocd regarding vitros phbr performance is ongoing.